Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 30-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 3006646024-2018-00031 for the first event. It was reported that after using the cortrak a kidney-urethra-bladder (kub) x-ray was taken and the tube was identified as being in the lung. The patient had a pneumothorax and was treated appropriately. Additional information received stated (B)(6) 2018 stated the patient had a c-collar and cervical fusion and was unable to flex her neck. See 3006646024-2018-00031 for a description of the first attempt. For the second event the device was re-inserted with the cortrak showing right deviation below the diaphragm axis but the clinicians were unable to advance the tube. The clinicians obtained an x-ray showing right lung placement. The feeding tube was removed and it was noted the patient had a small left pneumothorax. The patient was sent to interventional radiology (ir) for feeding tube placement with fluoroscopy and 10fr catheter for the pneumothorax . No enteral feedings were started at any time prior to feeding tube placement in ir. There was complete resolution of pneumothorax within 24-hours of its occurrence.

Manufacturer narrative:
The device history record for the reported lot number in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample evaluation found evidence of what appeared to be an atypical placement on the date of the event. The root cause is attributed to incorrect use by the user. All information reasonably known as of 01-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).